Event description:
Physician gained right radial access to perform a ptca. Physician was trying to get the stent delivery system around a tortuous curvature of the coronary arteries, and was unsuccessful. When the physician retracted the delivery system back into the guide catheter, the stent dislodged from the balloon. After discussion with the staff and consultation with another interventional cardiologist, the physician made the decision to remove the entire delivery system, including the sheath, from the arm. The stent was retained in the radial artery at the access site. Physician sought consultation and the stent was removed later the same day.